Event description:
The patient presented with dizziness. The leadless pacemaker (lp) was interrogated and loss of capture had occurred. An x-ray was performed and no anomaly or movement were seen. The lp was reprogrammed to resolve the event. The patient was in stable condition.